Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had inaccurate sensor readings that triggered the threshold suspend. Customer stated her blood glucose level was 150 mg/dl and sensor was reading 50 when the insulin pump suspended the basal. Troubleshooting was declined. The sensor will not be returned for analysis.